Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt alleges her scs system beat or hit on her gallbladder and has caused her to have gallbladder disease. The pt stated she would like to have her scs system removed.